Event description:
Per the patient's surgeon, the revision surgery to tighten fixation screw was performed on (B)(6) 2023 under general anaesthetic. The previous or initial MDR submitted on october 23, 2023 was filed inadvertently. No loss of osseointegration has occurred.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.